Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23-jun-26, arthrex was notified via email of a retrospective clinical study published in foot and ankle surgery by díaz-fernández et¿al., conducted in valencia, spain. The publication reports adverse events following tarsometatarsal arthrodesis using nitinol staple fixation. Two different nitinol staple systems were used in the study (dynanite super mx [arthrex] and bme elite [depuy synthes]). Implant removal was required in two cases (6.5%) due to persistent postoperative pain. Additionally, staple breakage occurred in three cases (9.7%), including one case associated with nonunion. Further reported complications included nonunion (4.5%), wound-healing complications including surgical site infection (12.9%), and deep peroneal nerve paresthesia (3.2%). The publication does not specify which implant was associated with which individual adverse event.